Manufacturer narrative:
A complete lead was returned in one piece measuring 46.2 cm. Analysis was completed and found the helix to be overtorqued consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly placed lead was discovered to be dislodged. The physician attempted to reposition but was unsuccessful. The lead was explanted and replaced. The patient was stable.